Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported about the amount of pressure it takes to activate the vasoview hemopro. They think it is going to give someone carpal tunnel. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported about the amount of pressure it takes to activate the vasoview hemopro. They think it is going to give someone carpal tunnel. The hospital did not report any patient effects.